Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device in its original packaging and jar submerged in clear solution at medtronic¿s quality laboratory, visual analysis showed all leaflets were flexible and intact. Leaflet 1 was partially open while leaflets 2 and 3 were in the closed position. All commissures were intact. The valve was placed in a cold saline bath to perform loading simulation per appropriate instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the reported event, the valve was deployed in a warm saline bath by rotating the deployment knob exposing the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were observed. The valve was then fully deployed and appeared to exhibit a complete dilation; no anomalies were noted. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Analysis of the returned valve found no unusual characteristics during the visual examination of the valve. The valve was able to be deployed and expanded without issues. The nitinol frame features a latticed strut design which allows the valve to be compressed and loaded into the delivery catheter system (dcs). During either the loading or recapture process, the struts may cross over and catch on each other while being compressed, which in some cases potentially can cause infolding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon the initial deployment attempt, an infold was noted to the sixth node. The valve did not expand. A new valve was used for implant. No pre-implant balloon aortic valvuloplasty (bav) was performed. No adverse patient effects were reported.